Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Event description:
During treatment of an aneurysm, the agility 0.014 guidewire would not pass through the prowler select plus microcatheter distal end. The account indicated that there was an obstruction in the middle of the microcatheter.

Manufacturer narrative:
Please note that with additional it was determined that the event does not meet the criteria for reporting. Therefore, no further information will be submitted.